Event description:
Doctor was doing a vena cava filter removal. The end of the retrieval device broke off which is the wire. The wire is in the filter. Doctor could not retrieve the filter or wire. The package and the rest of the retrieval device was given to the supervisor.